Event description:
Bilateral silicone breast implants removed relating to leaking implant. With squeezing, small openings were noted on the left side. Both sides had significant gel bleed. The implants had no markings as to the manufacturer. They were smooth, single walled silicone gel implants. Patient d/c in stable condition.

Event description:
Bilateral silicone breast implants removed relating to leaking implant. With squeezing, small openings were noted on the left side. Both sides had significant gel bleed. The implants had no markings as to the manufacturer. They were smooth, single walled silicone gel implants. Marked on them, away from the value was the numbers 160. Patient d/c in stable condition.